Event description:
This is a report of a patient who acquired peritonitis manifested by abdominal pain and cloudy effluent coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the event. Treatment for the event included cefazoline (1g, 2 times per day) and gentamycin (40mg, 2 times per day). With ongoing treatment, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born in 1976. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up it was reported that the patient stopped the treatment of cefazolin and gentamycin and then treated with vancomycin (1 g/day, ip) and amikacin (300 mg/day, ip) for the peritonitis. On a later date, the patient recovered from the peritonitis. Treatment was discontinued and the patient was discharged for the hospital. Should additional relevant information become available, a follow-up report will be submitted.